Manufacturer narrative:
Updated field: b4 , g3 , g6 , h2 , h11. Corrected field: g2.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was not dispatched to evaluate the unit because the complaint was received through a direct call from the customer to the emergency support program and no repair information was provided.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The complaint was received through a direct call from the customer (physician) to the emergency support program. The reporter called and stated that while using cardiosave intra-aortic balloon pump (iabp) it displayed an iabp may require maintenance alarm on the pump. No harm or injury to the patient was reported.